Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a "depressurization" procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture at the sigmoid colon. The patient anatomy was noted to be slightly tortuous. During the procedure, the stent system was advanced to the target location, between the sigmoid colon and the descending colon, through the endoscope. However, when the physician attempted to deploy the stent, the stent failed to deploy. The physician made a second attempt to deploy the stent using additional force but the handle detached from the outer sheath. The stent was not able to be deployed at all from the delivery system. The stent system was removed from the patient. The procedure was completed using another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the device analysis, which found some of the polytetrafluoroethylene (ptfe) coating to be detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath. The shaft was kinked proximal to the mounted stent. The outer sheath was stretched and accordioned for a distance of approximately 150 mm from the handle break. During a functional analysis, it was possible to retract the outer sheath by hand to deploy the stent with some resistance noted. The shaft was dissected at the proximal end of the clear outer sheath and the inner shaft was withdrawn. No issues were noted with the profile of the inner shaft. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.